Event description:
It was reported that in-stent occlusion occurred, resulting in patient hospitalization. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 300 mm lesion length with 100% stenosis and was classified as transatlantic intersociety consensus (tasc ii) d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using of 3 mm x 200 mm saber pta balloon, and 5 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of three 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug-eluting stents, study devices. Following procedure, post treated was performed by balloon dilation using 5 mm x 120 mm powerflex pro pta balloon and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2026, the subject was noted with the symptoms related to the event and was hospitalized for further treatment and evaluation. On the same day, 1004 days post index procedure, the subject was noted with in-stent occlusion of the right superficial femoral artery; occlusion of the mid-distal segments of the right anterior tibial artery and right posterior tibial artery. The consultation considers subject to be at high perioperative cardiovascular risk and surgery will continue after correcting the anemia. On (B)(6) 2026 the subject was discharged from hospital.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). A2 - age at time of event: 67 years old at the time of consent. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the event of restenosis is known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as known inherent risk of device.

Event description:
It was reported that in-stent occlusion occurred, resulting in patient hospitalization. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 300 mm lesion length with 100% stenosis and was classified as transatlantic intersociety consensus (tasc ii) d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using of 3 mm x 200 mm saber pta balloon, and 5 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of three 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug-eluting stents, study devices. Following procedure, post treated was performed by balloon dilation using 5 mm x 120 mm powerflex pro pta balloon and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2026, the subject was noted with the symptoms related to the event and was hospitalized for further treatment and evaluation. On the same day, 1004 days post index procedure, the subject was noted with in-stent occlusion of the right superficial femoral artery; occlusion of the mid-distal segments of the right anterior tibial artery and right posterior tibial artery. The consultation considers subject to be at high perioperative cardiovascular risk and surgery will continue after correcting the anemia. On (B)(6) 2026 the subject was discharged from hospital.

Manufacturer narrative:
E1 - initial reporter facility name (B)(6). A2 - age at time of event: 67 years old at the time of consent.